Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a follow up phone call experiencing high blood glucose levels. The customer stated that his blood glucose levels had been in better control since starting insulin pump therapy. He stated that he was used to seeing blood glucose readings in the 500 mg/dl. He stated that since using the insulin pump, the highest blood glucose reading he had was 230 mg/dl recently due to the food he ate. He also mentioned that he was in the hospital due to heart failure. He advised that he was doing very well with the insulin pump, and now he was regaining his vision back. He now observed less tingling in his feet. It was unclear whether the event involving a high blood glucose of 500 mg/dl was prior to or after his start of insulin pump therapy.